Event description:
Customer reported that when they did monthly maintenance wash solutions a and b were loaded incorrectly. No erroneous results were reported. Incorrect wash solution connection or placement on the provue and testing was performed could be a potential for cross contamination.

Manufacturer narrative:
The customer observed the incorrect placement of wash solutions as they were replacing wash solutions. Cts informed the customer to load the wash solutions correctly and prime the instrument. The customer corrected the problem.